Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a pocket revision that was not due to device issue but related to the location of the device. It was reported that the ins flipped on its side and was in an area of the right stomach/upper buttock where fat tissues lie. The plan is to move it up where it won¿t flip. The healthcare professional took an x-ray and it shows that the ins was on its side. The revision was done on (B)(6) 2018.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Outcome attributed to adverse event corrected to "intervention required" from "other": type of reportable event corrected to "serious injury" from "malfunction". If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was noted that the issue was resolved after the pocket revision. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.